Event description:
It was reported that the customer was hospitalized for hyperglycemia, with blood glucose of 400 mg/dl. The customer stated that he had been having unexplained high blood glucose levels the day before the event. The customer also stated that he last changed his infusion set the day of the event in an attempt to bring down his blood glucose levels. The customer then stated that he uses a silhouette infusion set and changes his infusion set every three days but that he does not allow the insulin to warm first. It was explained to the customer that it was important to allow the insulin to warm before use. Programming was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.